Event description:
Endoscopy hemostasis clip found in the channel of an endoscope when staff slid a bioburden test swab through the channel. The scope had been processed by the evotech 208v washer. The clip was traced back to a patient several uses prior to this processing. Staff must now manually check the scope for debris in addition to processing with the evotech 208v because the washer was unable to remove the clip during processing or alert staff that there was debris in the channel. Reason for use: endoscope washing. Is the product compounded? No. Is the product over the counter? No.